Event description:
It was reported that the anesthesiologist intubated the patient in the operating room with mcgrath and after surgery, the patient was admitted to the ICU. Within 24 hours of admission to the ICU, the patient showed signs of ventilator abnormality, and a cuff leak was suspected, so the tube was replaced. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One unit was received for evaluation in used condition. As received, there was no physical damage or other anomalies observed. Functional testing was performed and the cuff inflated successfully. The trach was checked for leaks, and no leaks were observed from the cuff, inflation line, or pilot balloon. The reported issue cannot be confirmed nor replicated.